Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 7f sheath (model unknown). Peri-procedure, the patient was anticoagulated with heparin. A pre=procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size >5mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. Ti was reported that the balloon lost pressure prior to the physician pulling the balloon (prior to the balloon abutting the tip of the sheath). The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed successfully. The patient was hospitalized for unspecified and unrelated reasons.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 4mm from the balloon proximal tip. The review of the lhr (lot f1303201) indicated that the mynx device met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.